Event description:
In 2003 it was confirmed the receipt of an-email from distributor where they reported that nasal cannula (item #1585, lot# 02-26) a fire ignited causing patient injury to face. The sample was not saved. The date of the event was 2003 and reported 3 weeks later.